Manufacturer narrative:
Updated fields: h6(type of investigation, investigation findings, component codes, investigation conclusions). Additional information: e1(event site postal code: (B)(6)). A getinge field service engineer (fse) evaluated the unit for the reported malfunction. During pneumatic performance testing for the reported autofill failure, blood came out from the catheter port. The fse replaced all parts contaminated by blood invasion. Performed preventive maintenance, diagnostic and functional tests and electrical safety checks. Repair was complete. Functional tests performed with positive results. The equipment was returned to the customer for clinical use.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) unit failed filling. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.